Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported air in the tubing set. The tubing set was connected to an extension set and was being used to deliver an unspecified solution. At an unspecified time, the anesthesiologist accessed an unspecified clave y-site to deliver an unspecified concentration of propofol IV push. The customer contact reported that an unspecified volume of air was noted in the tubing distal to the clave following delivery of the propofol. It was reported that no air was delivered to the pt. There were no reported adverse pt effects and no delay in therapy critical for this pt. No medical interventions were reported. Though requested, no additional info was provided.